Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 5382418 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (B)(4) guideline for test of reference samples version 12 for the code tubing connector detached from infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to wi (B)(4) version 8 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi (B)(4) version 9 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi (B)(4) version 46 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 5382418 was manufactured according to the document (B)(4) version 71 on the packing process in the machine 12, on 12/mar/2022, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain

Event description:
Reference number (B)(4) event occurred in spain it was reported that, the patient faced infusion set tubing detachment event on (B)(6)2024. Detachment took place at site. Site of insertion was abdomen. Infusion set was in use for 2 days. No further information available.